Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilatation. However, during the third inflation at 8 atmospheres for about 30 seconds, the balloon ruptured in pinhole form. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.